Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system (sds) would not cross the lesion. The 90% stenosed target lesion being treated was located in the severely calcified and severely tortuous left anterior descending (lad) artery. Pre-dilation was performed with an unspecified balloon. A 2.75x24mm promus element sds was advanced and was unable to cross the lesion. No patient complications were reported and the patient status is good. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found the balloon and stent was kinked/flattened 14mm and 20mm proximal to the tip. Due to the damage some of the struts on the 3rd, 4th, 9th & 10th rows from the distal end of the stent were flattened. The balloon was tightly wrapped and was not subjected to positive pressure. There was no damage noted to the hypotube of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).